Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident was 273 mg/dl. The customer cleared the alarm but a constant tone appeared. The battery was removed for five minutes and a new battery was inserted; however, the constant tone did not disappear. The insulin pump was not returned for analysis.